Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented in the operating room for a scheduled lead revision. Loss of capture was noted on the ra and rv leads. Fluoroscopy revealed the leads were out of their position. During the procedure, the physician attempted to reposition the lead but encountered issues extending the helix in order to reposition and in the end decided to extract and replace the rv lead. The new lead was implanted without adverse event and the procedure concluded successfully. The patient was stable before, during, and after the procedure.

Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.